Manufacturer narrative:
(B)(4). Date of event: - unknown date in 2016. Implant date: - unknown date in 2016. Concomitant devices: - unknown zimmer trabecular metal reverse polyethylene liner, catalog #: ni, lot #: ni. Unknown zimmer trabecular metal reverse 36mm glenosphere, catalog #: ni, lot #: ni. It is indicated that the product will not be returned to zimmer biomet for investigation, as the customer has not provided a response in regard to product return. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 3 of 4 mdrs filed for the same patient (reference 0001822565-2017-04453 / 04455 / 04457).

Event description:
It is reported that the patient underwent a shoulder arthroplasty revision due to dislocation, with onset beginning a few months post-operatively. The liner, spacer, and glenosphere were removed and replaced. No additional patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.